Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: mach framelink s7;i7 5.4.1 9733986. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when importing exams into cranial 3, the exams showed normally. When the manufacturer representative (rep) went into framelink the exams were black. The rep was importing these exams over a network. When they modified the digital intercommunication of medicine (dicom) settings file per kd article, it did not resolve the issue. Technical services looked at the exams and they did not load black. They recommended upgrading the software. No patient was present at the time of the event.